Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the suture trimmer was unable to cut the suture and a second suture trimmer was used. No adverse pt effects were reported. However, eval of the returned device found, it was in the pre-deployed position with guide tube damage.

Manufacturer narrative:
(B)(4). The suture trimmer was not rec'd for eval. Eval of the returned device found it in the pre-plunger deployment positions. The guide tube was bent distal of the nose cone and at the distal needle exit ramps. The sheath had stress marks at the proximal end distal of the guide bridge. This is inconsistent with the reported event. The most probable root cause for this type of damage detected to the guide is consistent with excessive twisting and bending of the device during insertion. During testing, high resistance was felt during an attempt to engage the plunger due to the damage guide tube and the deployment attempt was stopped. No mfg or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.